Event description:
The account reports that the crystalens was not packaged properly in the case. Additional information is being requested from the reporter.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.